Event description:
The user received questionable low bicarbonate results over nine days and provided results for eighteen patient samples from (B)(6) 2010. Of the provided data, the results from sixteen patient samples were discrepant. Repeat testing was performed on another cobas 6000 analyzer (serial number (B)(4)). All results are in mmol/l. Patient sample 1 initial result was 16, repeat result was 22.7 with a data flag. Patient sample 2 initial result was 16, repeat result was 24.3. Patient sample 3 initial result was 16, repeat result was 24.7. Patient sample 4 initial result was 9, repeat result was 16.0 with a data flag. Patient sample 5 initial result was 9, repeat result was 16.1 with a data flag. Patient sample 6 initial result was 16, repeat result was 23.9. Patient sample 7 initial result was 21, repeat result was 28.4. Patient sample 8 initial result was 18, repeat result was 25.5. Patient sample 9 initial result was 19, repeat result was 26.1. Patient sample 10 initial result was 13, repeat result was 20.9 with a data flag. Patient sample 11 initial result was 15, repeat result was 21.6 with a data flag. Patient sample 12 initial result was 13, repeat result was 19.8 with a data flag. Patient sample 13 initial result was 10, repeat result was 18.2 with a data flag. Patient sample 14 initial result was 12, repeat result was 18.8 with a data flag. Patient sample 15 initial result was 19, repeat result was 26.0. Patient sample 16 initial result was 13, repeat result was 21.3 with a data flag. The initial results were reported outside the laboratory. The user could not provide information concerning if the patients were adversely affected. The bicarbonate reagent lot number was 63182301. The field service representative determined the cause was contamination. He decontaminated the instrument and replaced the reagent and sample probes. To verify the analyzer operation, the user ran calibration, quality control and precision testing with all results within specification. The field service representative observed the calibration, quality control and precision testing had no errors and determined the analyzer was performing within specification.